Event description:
Event determined to be reportable based on analysis approved 5/27/2008: it was reported that during an unspecified gastro-intestinal (gi) stenting procedure, catheter damage occurred. The intended location of the stent is unk. The 8.5 fr. X 7 cm biliary stent delivery system was advanced, however, upon attempting to deploy the stent, the inner catheter "stretched''. It was not known if the stent had been implanted, however, it was noted that another of the same device was used to complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "good". Analysis revealed a catheter shaft break.

Manufacturer narrative:
Analysis of the returned device can confirm the complaint report. The 8.5 fr. Biliary stent delivery system was received with yellow residue. Indicating that the device had been used. The stent and suture were not returned with the delivery system. The guide catheter was fully retracted, torn in two, and stretched. The proximal remnant of the guide catheter was stretched, accordioned, and kinked. The distal remnant of the guide catheter was found to be stretched, kinked, and collapsed in one section. The collapsed section was found at 4.3 cm to 5.3 cm from the distal end of the guide catheter. The device history record (DHR) for this batch number have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause of the reported event can be attributed to operational context; the guide catheter became smashed during use causing the guide catheter to not withdraw properly. Due to the resistance of the smashed section, the guide catheter stretched and broke it two.